Manufacturer narrative:
Maquet medical systems,USA (importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption#: e2018002. Importer- ((B)(6). The field service technician has been sent for investigation. According to the service order the hospital changed as a precautionary measure the device. The service technician investigated the device, but could not find any failures. He simulated the event and the machine worked as expected. The log-files for this device were requested, but not provided after three attempts. No further investigation for this event possible. When the log ¿files will get available they will be checked. If this provides new relevant information an updated medwatch will be submitted. Most probable root cause could not be determined as failure was not reproducible. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Investigation is in progress. A supplemental medwatch will be submitted when new information has been received.

Event description:
(B)(4). It was reported, when the nursing staff was weaning the patient they observed a back flow prevention alarm. The nursing staff then removed the disposable from the cardiohelp and attempted too use the emergency drive. Than a perfusionist arrived at the scene and wanted to reestablish flow, but was not able to do so immediately. He reseated the disposable to the cardiohelp, but was not able to reestablish flow. He than powered the device down and back up again and continued the therapy.